Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during a vitrectomy procedure air instead of fluid was randomly experienced. Additional information received indicating there was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the fluidics was replaced (as a preventive measure) and returned for evaluation. The system was tested and found to meet product specifications. The handpiece was manufactured on december 21, 2012. Based on qa assessment, the product met specifications at the time of release. The fluidics was received for evaluation. There was no sample evaluation required, as the part was replaced as preventatively. The system was found to have no problem. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).